Event description:
Clinical study. It was reported that during a clinical trial index stenting procedure, a dissection occurred. The patient presented with accelerated anginal pectoris for the index procedure. A right coronary artery bypass guiding catheter was used to cannulate the ostium of the vein graft to the right coronary artery (r-pda per electronic source). Initially the anastomotic segment of the vein graft was crossed with a .014 pilot #50 wire, and the lesion was predilated with a 2.5 x 20 maverick balloon. The maverick was withdrawn while the guide wire remained in place. The lesion in the vein graft was then successfully stented with a 2.5 x 24 mm taxus stent. Angiograms revealed excellent results. At this time, the 70% lesion in the mid segment of the graft prior to intervention appeared to be very hazy and grungenous. The physician did not feel the lesion could go untreated. A filter wire was inserted, using the existing guide wire as a buddy wire. The filter wire was appropriately positioned. The pilot wire was withdrawn. A 3.5 x 20 mm taxus stent was used to cover the lesion in the mid segment. An angiogram revealed sluggish flow in the graft with what appeared to be proximal stent edge dissection which was felt to require additional stenting. A 3.5 x 12 mm taxus stent was then used to overlap the proximal segment of the existing stent in the mid graft. The stent was deployed with a single inflation and then deflated and withdrawn while the guide wire remained in place. Angiograms revealed good results. As the physician reviewed the films, however, the proximal segment of the graft gave way to the same very hazy appearance, with a 60-70% stenosis. The physician deployed a 3.5 x 28 mm taxus stent in the proximal segment of the graft. The stent was deployed with a single inflation, was then deflated and withdrawn while the guide remained in place. The angiogram revealed excellent results with good timi iii flow noted to the graft. The patient received angiomax and intracoronary nitroglycerin during the procedure. In the opinion of the physician, the dissection is related to patient anatomy.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.